Manufacturer narrative:
H.6. Investigation: the complaint alleges false positive results issue were observed (instrument bactec fx catalog number 441385, serial number (B)(6)). The bd field service engineer was dispatched and found that the ambient temperature of the instrument was too high at night, resulting in false positive results. The bd fse instructed the customer to maintain the ambient temperature at specifications. After maintaining the temperature, the issue has been resolved. This is the unconfirmed complaint of the bd product and the root cause for the failure mode is attributed the lab environment.no parts or samples were returned nor expected and thus returned sample analysis could not occur. Review of device history record for instrument serial number, ft5404 is not required because this complaint does not allege an early life failure or failure at installation. Device was installed on 19sep2016. Service history review was performed for the instrument,ft5404 and there were no additional work orders related to the failure mode. No new or modified risks have been identified. Bd quality will continue to monitor for trends associated with this complaint.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A duplicate and differential test were used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: " bactec fx top-device report false positive. "

Manufacturer narrative:
Initial reporter name and address: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged (B)(6) results were obtained by the laboratory personnel. A duplicate and differential test were used to confirm the results as (B)(6). The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: bactec fx top-device report (B)(6).